Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and palpitations on (B)(6) 2020 with blood glucose of 900 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege insulin pump was under delivering. Customer stated the drive support cap was normal. Customer reported insulin exited at the quick release. The insulin pump will not be returned for analysis.